Event description:
It was reported that an angio-seal evolution was selected for use post diagnostic cardiac angiogram. The technologist who deployed the device unknowingly left the 70cm guidewire in the pt. Approximately one week later, the pt returned to the hosp seeking a second opinion regarding his/her heart. The pt's physician performed a percutaneous transluminal coronary angioplasty (ptca). Prior to the procedure, the pt explained that there was still residual pain in the groin area from the diagnostic angiogram. The pt's groin was scanned and a .035 70cm guidewire was discovered in the aorta. Contralateral access to the groin was achieved, and the wire was snared and removed from the pt. The ptca was then completed. The pt is reported to be stable with no clinical side effects. The implant date and event date are month specific, the angio-seal was deployed approximately mid month.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot # was unavailable. Based on the info received, there was no indication of product non conformance. The angio-seal instructions for use (IFU) state that once the user has received assurance that locator and sheath are in the artery (blood will flow from the angio-seal drip hole), the user is to hold the insertion sheath steady, without moving it into or out of the artery. Next, the user should remove the arteriotomy locator and guidewire from the insertion sheath by flexing the arteriotomy locator upward at the sheath hub.